Event description:
Reporter alleged, discrepant blood glucose values of 473 mg/dl on his compact plus system compared to 86 mg/dl that was recorded in the memory of the meter. No actions or treatment on either value reported. No adverse event reported. A request was made for the return of the suspect product and replacement product was sent.